Event description:
It was reported that during an abdominal hysterectomy procedure, at the time the surgeon closed the super clamp jaw, this gets stuck. That is not easily opened; the blade also presented difficulty despazarla. A new clamp was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the jaw damaged. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the jaws did not open completely after the handle was depressed. The device's handles were manually opened using one hand. The jaws were opened by manually pulling the trigger and handle apart. This is due to the damage to the jaws. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.